Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The distal left anterior descending was pre-dilated with a 2.0 x 10mm balloon at 6atms for 15 seconds. A dissection was noted at the distal part of the stent. A 2.25 x 13mm cypher select plus stent was implanted at 13atms for 10 seconds overlapping the previous one. Post-dilation was conducted at 8atms for 15 seconds on the overlapping portion of the stents. The patient's medications included the following: aspirin, plavix and heparin. The patient had a procedure to his distal left anterior descending artery. The lesion was type b2, de novo and moderately calcified with a timi flow grade of 2 pre-procedure and 3 post-procedure. The lesion was 9mm long.